Manufacturer narrative:
Based on the claim against the product by the customer noting error message c-34, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replace the vio integrated electro surgical generator unit (iesu) due to c-00 and c-34 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding error message c-34 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer reported the monopolar energy on the monopolar curved scissors (mcs) instrument was not working on the vio integrated electro surgical generator unit (iesu) and error message c-34 was present indicating an interruption in energy delivery. The customer reported bipolar was working. Prior to calling customer change out the instrument, instrument energy cable and power cycle the iesu with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer remove iesu connections on the back, unplugged the power cable, then reconnect the rcb cable and then plug power cable back in with no change. The tse recommended using a third-party force triad generator with activation cable. The customer was able to locate the force triad generator and the tse walked the customer through connecting it to the vison side cart (vsc). The tse stayed on the line while surgeon confirmed monopolar energy was working with force triad generator. The customer continued with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the site's robotics coordinator and obtained the following additional information: the system functionality was checked upon powering up and it did initially power on without errors. The customer used a force triad generator and completed the procedure robotically.